Event description:
Pt had pacer battery change. Thresholds checked at that time and found to be wnl by rep. The next day heart rate dropped and no pacer firing noted per EKG. Lead replaced the following day.